Event description:
Boston scientific received information that the patient with this pacemaker experienced a syncopal episode. The device was interrogated and all measurements are stable and within normal limits. There were no issues with sensing or capture. It was noted the sudden bradycardia response feature was programmed rather aggressive and is used frequently. The field representative contacted technical services (ts) to discuss programming options to mitigate the syncopal episodes. Additional information was requested; however, no further information is currently available.

Event description:
Additional information was received that the device was later check and the battery longevity was approximately one year remaining with a magnet rate of 90. Approximately three months later, the patient was presented in the ER with syncope. The device was programmed to vvi-50, a magnet rate of 90 and one year remaining longevity. It was suspected that the device was programmed to vvi-50 due to the patient enduring atrial fibrillation (af). The device was to be reprogrammed to ddd and increase the lower rate limit, however, noise was observed on the right atrial (ra) lead in both bipolar and unipolar configurations. It was then suspected that was the cause for programming to vvi-50. Ultimately, the lower rate limit was increased and remains in vvi-50.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received indicating the device was explanted due to normal battery depletion. No adverse patient effects were reported.

Event description:
Additional information indicated the sudden brady response feature was reprogrammed to be more aggressive. The clinic will continue to monitor the patient.